Event description:
It was reported that, during use, the balloon of a fogarty catheter had deflation issues. The balloon was able to be deflated enough to be removed however the catheter was difficult to remove. The issue was resolved by using a new catheter. A new insertion site was not needed. There was no patient harm.

Manufacturer narrative:
Additional product code: kra. Additional premarket submission: k892410. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.